Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The single port (sp) instrument arm drape accessory was analyzed and found the reported event with the accessory could not be replicated nor confirmed by failure analysis. Please note that the sterile adapter was cut from the whole drape and only one of the sterile adapters was returned. The sterile adapter was placed on an inhouse system. It passed recognition and initialization on both attempts. An in-house instrument was able to be placed onto the sterile adapter without any issues. No error messages were seen during testing. No product issue was identified. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis of the drape accessory found no damage or functional issue related to the reported complaint. The accessory was visually inspected and evaluated for its mechanical and/or physical characteristics. The failure analysis investigations and in-house testing of the returned accessory revealed no issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted transaxillary thyroidectomy surgical procedure, customer repeatedly tried to attach the drape on the third arm but drape did not connect. After replacing it with a new drape, it functioned normally. The procedure was completed with no reported injury.